Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient still has not yet undergone revision surgery due to issues with insurance. The physician therefore in the meantime decided to turn the patient's device back on. On (B)(6) 2012, it was reported that the patient was having increased seizures due to the high impedance and not receiving his intended therapy. The patient is in inpatient at the hospital for the seizures. The physician and the family have decided to keep the device on and the patient has been scheduled for a consult and surgery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2012, a neurologist reported that the vns patient had high impedance during a clinical visit the day before, on (B)(6) 2012. System diagnostics showed results of output=limit/lead impedance=high/dcdc=7/neos=no. The patient's settings were output=1ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=0.8min/magnet output=1ma/magnet on time=30sec/magnet pulse width=130usec. It was reported that x-rays would be taken and they would probably be sent to the manufacturer for review; however they have not been received to date. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. A battery life calculation was performed which showed 7.13 years remaining until neos=yes. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the vns patient underwent a full revision surgery that day. The neurologist had reported that if the generator was programmed to 0.75ma, then they could use those settings; however the patient was found programmed to 0.5ma. During surgery they had a lot of problems interrogating the old device; therefore the new generator was programmed to 0ma. Diagnostics were normal and within normal limits after the full revision. The explanted generator and lead were received by the manufacturer for product analysis on (B)(6) 2012. The lead had been replaced due to a lead discontinuity/high impedance and the generator was replaced due to compatibility with the new lead. Product analysis on the explanted leads was completed on (B)(6) 2012. The unmarked connector and a large portion of the lead assembly (body) including the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 98mm portion quadfilar coil 1 appeared to be broken approximately 17mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector end of quadfilar coil 1 coil break and identified the area as having evidence of a stress induced fracture with mechanical damaged, fine pitting and residual material. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy was performed on the electrode (mating) end of quadfilar coil 1 coil break and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the marked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.